Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product - oxf twin-peg cmntd fem md PMA , item 161469, lot 2999632; therapy date - (B)(6) 2018. Medical product - oxf anat brg lt md size 6 PMA, item 159550, lot 2393620 therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00826 and 3002806535-2018-00828.

Event description:
It was reported that patient underwent left knee surgery. Subsequently, the patient underwent revision surgery due to unknown reason.